Manufacturer narrative:
Per tandem user guide: do not reuse cartridges. Reuse of cartridges may result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer's blood glucose ranged from 350 mg/dl to displaying "high" on the cgm graph. Elevated blood glucose was addressed with a bolus from the pump. Customer reported reusing cartridges after running out of supplies due to occlusions. Customer was instructed never to reuse cartridges per the user guide. Customer changed cartridge to address the issue and resumed insulin delivery.